Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) has non-functional ecgs.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming testing. Upon eval, the brown (lead 1-) wire in the cable connecting ECG c and d, was pulled out of the connector. The cause of the test failure is the pulled wire. The root cause of the pulled wire was excessive force. No adverse event resulted from the defective belt.